Event description:
The customer reported that the mainframe will not boot up. There is no report of pt injury or death. .

Manufacturer narrative:
A ge service rep evaluated the system and replaced the tech processor board and the sram memory board. The system operates as intended.